Event description:
Smoke was observed coming from a pt's bed. The pt was in the bed at the time. The electrical functions of the bed were not being operated at the time. The pt was removed from the bed without injury. The fire dept was called and removed the bed from the building. It did not actually catch on fire. They said that the problem appeared to originate from the motor of the bed. Rptr does not have a copy of their final report. The bed is to be picked up by hill-rom, and taken to the MFR for further inspection.